Event description:
Terumo received the following reported information: when the user attempted to pass the wire through the access needle it would not go. He then asked for the involved glidewire. However, when he attempted to use the wire, he felt resistance, and it would not go through. When we backed the wire out the outer layer of the wire was sheared off. He then proceeded to put the original wire through the access needle without issue. The blood loss was less than 250cc, and there was no harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.